Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. (B)(4): product is in route.

Event description:
This event involved a patient who experienced a controller failure alarm approximately three years post heartware® lvad implantation. The patient reported getting a red controller (B)(4) alarm while changing from carrying case to their new waist pack. The patient called the hospital and was advised to perform a controller exchange. The exchange was performed without patient injury.

Manufacturer narrative:
Please note that the product was not returned for evaluation. The product was not returned for further analysis. The reported event was confirmed through a review of the log files which recorded a "controller fault" alarm. A review of the non-conforming material record (ncmr) log indicates that the controller in question had no non-conforming issues during processing and functioned appropriately prior to release. Without the return of the complaint device, the root cause for the controller fault cannot be conclusively determined. (B)(4): product not available for return.